Manufacturer narrative:
H 3 evaluation summary the device history record (DHR) for the reported lot indicates no issues were found in visual and physical samples inspected from the lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample for fluid path and needle contamination. There was 1 sample and 3 photos returned with this complaint. The reported condition was confirmed. The exact root cause could not be determined based on available information. The shop orders used for this lot met all defined acceptance requirements and were released. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported: upon opening the product, contamination was observed on the needle.